Event description:
The customer reported she was experiencing pain from her breast shields.

Manufacturer narrative:
In additional follow-up, the customer stated her doctor recommended she use a hospital-grade pump. She indicated she had an infection (was getting blocked ducts and mastitis), which is why she went to see her doctor and he made the recommendation for the new pump. The customer did not believe it as a defect in the pump, only possibly in the shield (became warped). The customer stayed with the same medela pump, but switched to larger breast shields. She had no issues since. The original products were not returned for evaluation/ investigation. Therefore, no definitive conclusion regarding the root cause of the reported event can be made.